Event description:
It was reported the procedure was being performed in interventional radiology. When the nurse practioner opened the kit, she noticed both vials of lidocaine had the tops snapped off and were empty. As a result, another kit was opened and used successfully for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.